Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The device passed the homechoice rite electrical test but failed the rite functional test for out of specification volumetric accuracy. . The device did not meet specifications for volumetric accuracy per rite testing; however, the volume of fluid outside the specification range was not large enough to have contributed to the iipv found in the device logs. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain, use error, inappropriate bypass of the initial drain and use error, tidal uf removal set too low. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter, however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 5. The patient's ultrafiltration reading was 866ml, indicating the home patient (hp) drained 866ml more than their programmed fill volume. No patient injury or medical intervention was reported. No further information is available at this time.